Manufacturer narrative:
Initial.

Event description:
It was reported that a user with a dexcom g7 continuous glucose monitor (cgm) experienced loss of blood glucose readings on the ilet, consistent with intermittent communication failure between the cgm and pump; the user restarted the pump and glucose readings returned, with values within range. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no problem detected; the issue aligned with intermittent communication failure and resolved with standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was use-related connectivity interference corrected by a restart.